Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and regurgitation were unable to be confirmed through visual observations. X-ray demonstrated minimal calcification was observed on host tissue near leaflet 2 and leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. All three leaflets were thickened and swollen near the commissures. Sewing ring was partially cut off around the valve around leaflet 1 and exposed the metal band. Cut off sewing ring fragment was not returned with valve. Suture threads and a suture pledget remained attached to the sewing ring.

Event description:
Edwards received information that a 21mm 3300tfxj valve, implanted eight (8) years and two (2) months, was explanted due to aortic stenosis and regurgitation. The device was explanted and replaced with a non-edwards valve. Patient's outcome was not provided. Upon the valve explant, pannus growth was observed on the leaflet. The device was returned for evaluation.

Manufacturer narrative:
Corrected h3. Device evaluation: customer reports of stenosis and regurgitation were unable to confirmed through visual observations. X-ray demonstrated wireform intact, minimal calcification observed on host tissue near leaflet 2 and leaflet 3 and inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. All three leaflets were thickened and swollen near the commissures. Sewing ring was partially cut off around the valve around leaflet 1 and exposed the metal band. Cut off sewing ring fragment was not returned with valve. Suture threads and a suture pledget remained attached to the sewing ring. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 3300tfxj valve, implanted eight (8) years and two (2) months, was explanted due to aortic stenosis and regurgitation. The device was explanted and replaced with a non-edwards valve. Patient's outcome was unknown. The device was returned for evaluation. The device was implanted for aortic stenosis s/p aortic valve replacement.